Manufacturer narrative:
It is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient controller changed from one power port to the other one before batteries are down to 25%. The batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a controller changing from one power port to the other before the returned batteries, (B)(4) were down to 25% could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the devices revealed that the devices met specifications. The devices passed visual examination and functional testing. Power switching could not be replicated during bench level testing. No failure detected, the reported power switching event could not be duplicated at the bench level or confirmed through log file analysis as logs were not available. (B)(4) - battery / catalog number a00036 / expiration date 01/31/2016. (B)(4). Manufacturing date 01/13/2015. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). (B)(4) - battery / catalog number a00036 / expiration date 04/30/2016. (B)(4). Manufacturing date 04/14/2015. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). (B)(4) - battery / catalog number a00036 / expiration date 03/31/2016. (B)(4). Manufacturing date 03/16/2015. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 03/31/2015. (B)(4). Manufacturing date 03/31/2014. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). Recall # z-1607-2014. (B)(4) - battery / catalog number a00036 / expiration date 11/30/2016. (B)(4). Manufacturing date 11/03/2015. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). (B)(4) - battery / catalog number a00036 / expiration date 01/31/2016. (B)(4). Manufacturing date 01/06/2015. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). (B)(4) - battery / catalog number a00036 / expiration date 01/31/2016. (B)(4). Manufacturing date 01/31/2015. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) catalog: 1650de (B)(4) exp. Date: 10/31/2015 mfg. Date: 10/07/2014. (B)(4). Updated conclusion: it was reported that the patient was experiencing power switching events. Nine batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files were not submitted for review. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the communication errors on controllers and the momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.